Event description:
It was reported that the device needed service for a non-critical issue. There was patient involvement associated with the original reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. During ventec's evaluation of the device, ventec observed that it was displaying a "patient circuit disconnected" alarm and that its tidal volume levels were zero.

Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying a "patient circuit disconnected" alarm and tidal volume levels being at zero was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the efm.